Event description:
It was reported that the connector where the slave cable connected into the programmer was faulty and resulted in an intermittent connection. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer had a loose electrocardiogram (ECG) connector, this condition is related to the initial report. It was also noted that a link electronic module (lem) error was noted in the error log, as a result this circuit board was replaced and calibrated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.